Manufacturer narrative:
No failure identified related to reported unexpected shutdown.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. It was also reported that after the malfunction occurred, the pump reset unexpectedly. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared. It was indicated that the current pump would continue to be used for diabetes management.